Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was out of the sleeve after user felt hard resistance and retracted the device from the unknown sheath. The sealant was prematurely exposed during insertion into the unknown sheath. There was no reported patient injury. The user inserted the mynx control into the unknown sheath, they felt hard resistance and retracted the device from the unknown sheath, subsequently finding that the sealant was placed out of the sleeve. The sealant was placed out of the sleeve before pressing button 1. The procedure was a transfemoral cerebral angiography (tfca). The user was trained with mynx. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 5f mynx control vascular closure device (vcd) was out of the sleeve after user felt hard resistance and retracted the device from the unknown sheath. The sealant was prematurely exposed during insertion into the unknown sheath. There was no reported patient injury. The user inserted the mynx control into the unknown sheath, they felt hard resistance and retracted the device from the unknown sheath, subsequently finding that the sealant was placed out of the sleeve. The sealant was placed out of the sleeve before pressing button 1. The procedure was a transfemoral cerebral angiography (tfca). The user was trained with mynx. Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 was not depressed. The stopcock was found closed, with the mynx cordis syringe detached. The sealant was present in its manufactured position and partially exposed. Regarding the condition of the sealant sleeves, a frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and noted to be within the defined parameter. The dimension was obtained using a calibrated ruler. A dimensional analysis could not be executed for the sealant sleeves due to the frayed/split/torn condition. Per functional analysis, a simulated deployment test to ensure functionality was performed. The unit worked as intended, deploying the sealant and retracting the balloon properly when button 1 and button 2 were depressed. The functional test to evaluate the insertion/withdrawal into a csi could not be performed due to the frayed/split/torn condition. The reported event of ¿mynx control system-resistance/friction with csi¿ could not be observed through analysis of the returned device as the frayed/split/torn condition of the sealant sleeves resulted in an impeded condition, which could have been the issue experienced by the user. Also, the reported event of ¿mynx control system-deployment difficulty-premature¿ was observed through analysis of the returned device since the sealant was partially exposed from the damaged sealant sleeves. However, the exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issues experienced. However, procedural/handling factors (such as excessive force during insertion, incorrect insertion angle and/or not supporting the distal end during insertion into the sheath), and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the resistance experienced during insertion, and the subsequent premature exposure. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.